Event description:
It was reported that during an implant procedure the stylet became stuck in the lead and the lead broke when the stylet was pulled out. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the stylet was stuck in lead-distal coil. The distal conductor was distorted and had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overly and it was breached cut. The connector pin was broken, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted that the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the stylet was stuck in lead-distal coil. The distal conductor was distorted and had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overly and it was breached cut. The connector pin was broken, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted that the lead was damaged at implant. Visual analysis noted that stylet was most likely stuck in the distal coil because of the distortion in the distal conductor at the connector.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis found that the stylet was stuck in lead-distal coil. The distal conductor was distorted and had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overly and it was breached cut. The connector pin was broken, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted that the lead was damaged at implant. Visual analysis noted that stylet was most likely stuck in the distal coil because of the distortion in the distal conductor at the connector.